Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet pump experienced recurrent hypoglycemia, including nocturnal lows and hypoglycemic unawareness, and subsequently stopped announcing meals; a provider also reported difficulty locating the patient in the data portal despite a valid pump serial number, and the patient later contacted support to perform a factory reset at a safer time. Symptoms included low blood glucose and reduced awareness of hypoglycemia. Outcomes included troubleshooting and education, including review of uploaded reports indicating the patient pauses insulin delivery for lows and does not resume in a timely manner, and a plan for a guided factory reset. Investigation included review of device data and user-reported history. Investigation of this case revealed user interaction with the pump pause feature without timely resumption, consistent with behavior-induced insulin suspension contributing to hypoglycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors and clinical condition. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.